Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. The customer was also experiencing beforehand low blood glucose of 70 mg/dl. The customer decline for trouble shoot on high and low blood glucose. No further details about high or low blood glucose provided. Customer mentions blood on sensor and changed it after a day. The product was not returned for analysis.